Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. The customer experienced different blood glucose level of 58 mg/dl and 98 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. (B)(4).